Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set ("control-a-flow" set) did not flow when the control flow device was set at 10ml. There were no issues while priming the set. This was noted during patient set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.